Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance, measuring greater than 125 ohms. Boston scientific technical services recommended that the healthcare professional consider increasing the shock impedance measurement limit to 150 ohms. No adverse patient effects were reported. This device remains in-service. Received additional information the rv lead was explanted and replaced due to the shock impedance continued to increase with an out-of-range measurement of 154 ohms. The lead was capped and surgically abandoned. A new lead was successfully implanted with no complications. The physician elected to replace the device at the same time and notated there were no issues with the device. Outside of the surgical procedure, no adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance, measuring greater than 125 ohms. Boston scientific technical services recommended that the healthcare professional consider increasing the shock impedance measurement limit to 150 ohms. No adverse patient effects were reported. This device remains in-service. Received additional information the rv lead was explanted and replaced due to the shock impedance continued to increase with an out-of-range measurement of 154 ohms. The lead was capped and surgically abandoned. A new lead was successfully implanted with no complications. The physician elected to replace the device at the same time and notated there were no issues with the device. Outside of the surgical procedure, no adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance, measuring greater than 125 ohms. Boston scientific technical services recommended that the healthcare professional consider increasing the shock impedance measurement limit to 150 ohms. No adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.